Manufacturer narrative:
Unit failed displacement followed by a motor error alarm during rewind and motor position encoder error alarms found in the alarm history file due to motor encoder signal out of phase. Unit received with cracked case at display window corners, display window, reservoir tube and battery tube threads. Unit received with minor scratched lcd window.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 315 mg/dl. During troubleshooting, it was found that customer also received a motor position encoder error alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced.